Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of six in peritoneal dialysis. The patient was connected at the time of the alarm. The patient stated that they closed all clamps and powered the homechoice off. The care giver stated that the heater bag and one supply bag was empty and one supply bag was full at the time of alarm. No further details could be obtained. The care giver cleared error ending therapy prior to calling. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.